Manufacturer narrative:
The customer reported that the screen on the rns was white. Power cycling the unit did not resolve the issue. They were provided with an exchange. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the screen on the rns was white.